Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 14 months postop the initial left tha, this male, patient presented with a possible infection of the left knee. The surgeon decided to do a washout and to replace the insert. No delay to surgery. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) the evaluation of the of the revision reported based on review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated ankle. The most likely cause of the reported event is patient¿s conditions.